Event description:
It was reported that an auto-off alarm occurred. Customer's blood glucose was 600 mg/dl. Customer administered manual injections to address bg level. Customer continued to use pump for insulin therapy.